Manufacturer narrative:
Ife import for export. (B)(4).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 of a "resistance primary biopsy channel." Involving the pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). The facility responded to the customer service good faith effort(gfe) email on (B)(6) 2021 and stated that the resistance was felt during the procedure when using forceps. There was no reported injuries to the patient or delay in the procedure. Patient information and the manufacturer and model of the endo clip was not provided. Additional gfes were sent with no additional information provided. The loaner endoscope was returned for evaluation on (B)(6) 2021. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician found a "check valve stuck inside biopsy inlet t-piece" which would explain the customer's experience of resistance and also documented the following on 04-may-2021: passed dry leak test, suction function low flow, passed wet leak test. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. Pentax medical model ec38-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 31-may-2016. The endoscope passed final qc testing on 05-may-2021 and was put back into loaner inventory.